Event description:
The customer reported to philips healthcare that the internal power supply of the codemaster xl+ was damaged/not working. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.